Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a loss of pain coverage that was not related to positional movement. There was a return of pain in the lower left side of the patient¿s back that was said to be sudden. The pain became worse in (B)(6) 2018. The patient said that she charged the ins however, she has not made any adjustments. No activities were said to have led to the issue. The patient didn't have their programmer with her to make adjustments and said she would call back. The patient called back and said the programmer screen was blank and they needed new batteries. The patient was going to try increasing stimulation and was going to call back if that did not help. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.